Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was torn longitudinally. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.